Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "a patient had a PICC line fitted and within a week there was a hole in the PICC line and saline was leaking out. This was away from the secur-a-cath that was in place." Additional information received on (B)(6) 2023: it was reported by the customer "the split in PICC line resulted in no harm to the patient PICC was not used to administer any chemotherapy. The patient had the PICC line removed. PICC line no replaced as patients health deteriorated (not related in anyway to the PICC line) and patient is no longer for chemotherapy so has not required another PICC line."